Event description:
It was reported that the "pt leaned over toilet wretching due to nausea and noticed hemodialysis catheter on the floor. Pt covered exit site and went to emergency room. Catheter inserted as tunneled rt internal jugular with subclavian exit site. Sutures removed.